Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported event of detachment of device component and bent: method of use-posology ¿ after needle insertion and before injection, it is recommended to withdraw slightly the plunger to aspirate and verify the needle is not intravascular. Warnings - never try to straighten a bent needle; throw it away and replace it.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the ck1. The needle was inserted down to the bone and the plunger had dislodged from the syringe as it had been drawn back to check for blood prior to injection. As a result the needle bent but did not break. Packaged needle was used. There were no injuries.